Event description:
It was reported that the faradrive steerable sheath was selected for use during a myocardial ablation procedure. During procedure, air ingress was noted when the air was aspirated from the sheath through the flushing port. The procedure was successfully completed using replacement device. No patient complications were reported. The product will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, and no abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. The complaint allegation was confirmed through product analysis. Correction to the initial MDR in block(s) brand name (d1), and common device name (d2a), in section d - suspect medical device and init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that the faradrive steerable sheath was selected for use during a myocardial ablation procedure. During procedure, air ingress was noted when the air was aspirated from the sheath through the flushing port. The procedure was successfully completed using replacement device. No patient complications were reported. The product will be returned for analysis.